Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, the IV catheter used for infusion was either bd reference number (B)(4) (lot number 6246639) or bd reference number (B)(4) (lot number 6036965). Nurse clarified that patient was receiving infusion approximately one hour before infiltration noticed. She went in approximately 15-20 minutes before noticing infiltration and patient did not complain of any pain. Patient was sitting in bed head of bed up watching tv on her laptop not moving around, comfortable. Nurse left to go give report to the next nurse. When the two nurses came around to do rounds on each patient it was at that time they noticed the infusion should have been just about completed but the bottle still had about one half of the infusion to go yet. They checked the patient's IV site to learn of the infiltration. The patient had no discomfort from. The nurse stated that the alarms typically go off if an occlusion or infiltration being they are set to alarm on a high occlusion alarm. Sensitive to any pressure change or occlusion. The ivig is a viscous infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 125ml/hr and a volume to be infused of 25ml. The test results were within specifications. The pump's operational log was also reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional any additional pertinent information becomes available, a follow up report will be submitted.